Event description:
Per the reporting rn (registered nurse), when she went to insert a 20g piv (peripheral intravenous) into a patient she noticed that white particulates had collected at the end of the catheter where the bevel hole is. The rn (registered nurse) did not use the catheter after seeing this defect/concern.